Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited increasing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited spikes in impedances to high levels, oversensing, and an increased sensing integrity counter (sic). A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.